Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that there was an episode of noise recorded on the right ventricular (rv) lead that is connected to this implantable cardioverter defibrillator (ICD). It was also reported that pacing inhibition was observed on a telemetry monitor; however, the field representative noted that there were no episodes stored in the ICD. This ICD was explanted and upgraded with a cardiac resynchronization therapy defibrillator (crt-d). No further details are available. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The arrhythmia logbook was reviewed and only episodes that occurred after explant, were viewable. Mechanically induced noise can occur during and after explant that can trigger episodes. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.